Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. At the 3 month follow up, the patient reported mild instability when loading the left ankle limiting her mobility. X-rays confirmed mild subsidence of the tibial component into valgus position. An exam revealed mild laxity with varus/valgus stress but full and pain-free range of motion. The patient stated she was still pleased with her surgery and did not want to pursue revision to correct the valgus deformity at that time. A knee brace was offered for stability.

Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 42508606401 - femur - 66022883 42512100812 - articular surface - 66682051 184762 - patella - 67145617. 110035368 - biomet bc r cement - av45ak1401. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.